Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is experiencing high blood glucose. The current blood glucose reading is 435 mg/dl. Customer has treating with the insulin pump. During troubleshooting, the blood glucose level dropped 100 points since the infusion set change. The customer stated that he is still experiencing high blood glucose. Customer stated that he will go to the emergency room due to high blood glucose readings for several days. Nothing further reported.